Event description:
It was reported that the ventilator had stopped ventilating while on the patient. The patient turned cyanotic. This ventilator had been removed from the patient and another ventilator was put on. Thus, the condition of the patient is stable. The alarm history of the failed ventilator showed that there was a device alert and power failure noted. However, actual alarm status is unk. It was also reported that there was a burnt smell that was noticeable an hour after the incident. Please note that there was no severe injury or death reported.

Manufacturer narrative:
The ventilator was received by the manufacturer, newport medical instruments inc on 04/24/2007. The investigation is currently ongoing. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program accordingly.